Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2 and device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug (device #1 and device #2). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3). The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2 and device #3). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol - perfix plug (device 1). Additional supplemental emdr's were submitted to represent the bard/davol - perfix plug (device 2), perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug (device #1 and device #2). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3). The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 1 and device 2). Per operative notes, ¿a two large perfix plugs (device 1 and device 2) was placed to defect and tacked both plugs to remnants of external oblique and conjoined tendon.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with the implant of perfix plug (device 3). Per operative notes, ¿the old mesh (device 1, 2) appeared to be sausage like rock hard mass which had curled up and scarred. Medially, there was a hernia corning from out of the inguinal canal. A perfix plug (device #3) was placed to defect and sutured.¿